Event description:
The information provided by the local distributor indicates: hospital name: (B)(6); date of surgery: not available; body to which device was applied: not available; surgery description: lengthening; patient information : child. Problem observed during: into treatment/post-operative; event description: loss of 7mm after lengthening completion. Lengthening completed = +17/18mm. X-ray confirm loss of lengthening. The complaint report form indicates: the device failure caused adverse effects to patient, loss of distraction/correction achieved; the surgery was completed with used device; the event did not lead to a clinically relevant increase in the duration of the surgical procedure; copies of the x-rays images are available (not received; information on patient current health condition: not available. Note: the surgeon is abroad on charity mission. Quite difficult to retrieve more information. (B)(4).

Manufacturer narrative:
Analysis of historical records: we have checked the internal records related to the controls made on this specific lot before the market release. No anomalies have been found. The original lot, manufactured in 2005, was comprised on 89 devices. All of them have already been distributed to the market. According to our historical records, no other similar failures have been reported from this specific device lot. Technical evaluation: the device involved in this event has been received by othrofix srl on (B)(4) 2014. The technical evaluation is currently on going. Medical evaluation: the little information made available on the case was sent to medical evaluator. A preliminary medical evaluation is currently on going and will be finalized once further information on the event such as: date of initial surgery; boy part to which device was applied; diagnosis ; age, sex and weight of the patient; proposed treatment (lengthening planned); lengthening achieved before device failure; copies of the operative report; date of the device failure; final result; patient current health condition; action taken following device failure, picture of the device application; copy of the pre and post-operative x-rays. Unfortunately, this information has not been made available so far. As soon as further information will be available, orthofix srl will provide you with a follow up report. Othrofix srl continues monitoring the devices on the market.